Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis unit on prtf-1 (pre-teen) failed two drawers 4.1 and 4.2. Nurse turned off machine because couldn't access screen and then when failed to reset, unplugged machine. The field service engineer disassembled all pockets and row boards in sections 4.1 and 4.2, thoroughly cleaned all aluminum and other debris from the drawers, reconnected all cables and sensors, and then rebooted the system. After ejecting all pockets in the hardware test application, reattached all pockets, performed another reboot, and verified that the issue had been resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.